Event description:
It was reported that the ilet bionic pancreas displayed repeated alert 38 indicating a motor stall despite multiple restarts, and the device was shut down per guidance with arrangements for replacement. Symptoms included none, and blood glucose remained in range without hypoglycemia or hyperglycemia. Outcomes included the user consulting their healthcare provider for backup insulin therapy and continued glycemic control without medical intervention or hospitalization. Investigation included collection of device history and use conditions, confirmation of adequate battery level, verification of serial information, and arrangements for return and evaluation of the device. Investigation of this device revealed a suspected motor stall consistent with a pump drive or motor assembly malfunction without impact to glycemic status. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction of the pump motor system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.